Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) with symptoms of infection and inflammation in both eyes (ou) at 2 day post-operative exam. A brief description from the surgery center indicated the dlk was more on the right eye than the left eye. The patient¿s chief complaint was of mild foreign body sensation on the right eye. Oral steroids (medrol pack) were prescribed and topical steroid drops (prednisolone acetate 1%) were increased to resolve symptoms pre-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -4.50 x -.25 x 145; left eye pre-op 20/20 -4.75 x .00x 90.